Event description:
The pt reported, he had a few experiences of rolling over this ipg and feeling a heating sensation at the ipg pocket area. In addition, the pt reported, the stimulation had turned on by itself. The pt reported neither of these issues were current. The pt was asked to contact his physician if either issue recurred.

Manufacturer narrative:
This ipg serial number was included in a field advisory and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.